Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the helix of the lead became extrinsically distorted due to pulling/stretching /overstress. The helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned in segments. The distal segment was returned with the helix extended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician felt that there was a performance issue with the helix extending on its own. The lead got attached was not able to be moved. The lead was cut in order to be explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.